Manufacturer narrative:
E3-occupation is patient/consumer. The test strips were requested for investigation. The test strips were returned for investigation. The returned test strips were measured with the returned meter with a high level control sample: testing results (qc range: 2.6 - 3.2 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, and qc 3: 2.9 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The customer complained of discrepant inr results with coaguchek inrange meter serial number (B)(4). At 6:00 pm, the meter result was 3.5 inr. At 7:30 pm, the meter result was 1.9 inr. Customer's therapeutic range is 2.0-3.0 inr. The customer tests every 3 to 4 days.